Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, it was noted that the patient had a long episode for which device delivered antitachycardia pacing therapy (atp) but there was no hv therapy after atp. External shock was provided. Programming changes were made. Patient was fine before, during and after the event.